Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was on a trip, and after the trip could not get coverage with stimulation or breakthrough medication. The patient reported adjusting stim and changing programs with a manufacturer¿s representative (rep). The patient stated she was with the manufacturer¿s representative (rep) adjusting stim when she felt shocking, and the patient reported that "profile b" does not shock her. The patient also reported an upcoming surgery on her back to get 4 more screws and extend a rod. The patient reported when stim is turned on, on different programs it will shock her in weird places like down her arm. Or she will be sitting in a chair with metal in it (wicker chair with metal foundation) and it will make a zapping sound or if she is holding her phone and has her stim turned on her stim will shock her. The patient stated that what initially led her to having surgery was that it was thought that it was an ins malfunction however after a series of mris it was determined by the doctor that "the stimulator is not working as expected or appropriately not due to physical malfunction of stimulator itself but because of the anatomical changes and structures." It was stated that t11, 12 were kind of "messed up" and l1-2, l2-3, l3-4 have to be "adjusted and cleaned out. "It was reported that "they've degenerated to the point where it became an anatomical physiological structural issue rather than instrumentation." It was also reported that the area around the stimulator in the patient's back felt stingy or like it was biting her almost like a bee sting. The patient reported that stimulation profile b would not shock her but would tingle in her ear if she talked on the phone, and stim would get weaker in some positions and surge in others. It was reported the manufacturer¿s representative (rep) walked the patient through how to switch programs and found a program which did not shock her. The patient stated program b did not shock her and she still got coverage of pain in her leg (but did not work as well "on a lower rate"). The patient reported that system was good when it was working. Additional information received stated that the patient met with a rep and it was recommended that the patient meet with their hcp. The rep stated the patient described inconsistency in stimulation. The patient was redirected to their hcp. Patient was implanted for spinal pain.